Manufacturer narrative:
Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose, protruded or flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm. Insulin pump received with missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer's pump had broken and flash drive support cap was missing. Customer's blood glucose was 156.6mg/dl at time of incident. Customer also reported that battery compartment has a crack. Product was not to be return for analysis and will be replaced.